Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of extrusion, incontinence, and perforation are known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced urinary loss trough the perineum. The patient underwent a cystourethrogram that revealed a suprasphincteric perforation and cuff extrusion into the urethra. A surgical procedure was performed in which the existing device was removed. There were no further patient complications.